Manufacturer narrative:
Additional manufacturer narrative: the device was reported as not being available for return edwards for evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the device was not returned to edwards for analysis. The root cause for the reported degeneration secondary to calcification, leaflet perforations, stenosis, and insufficiency cannot be conclusively determined at this time. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient underwent replacement of a 31mm pericardial mitral valve for degeneration secondary to calcification and leaflet perforations, stenosis, and insufficiency after an implant duration of eleven (11) years, ten (10) months, and twenty six (26) days. The mitral valve was replaced with a non-edwards porcine valve. Per obtained medical records, the aorto-mitral curtain was noted to have extensive calcification and coronary artery bypass graft x1 was also performed. The patient was noted as being discharged in stable condition. The device was noted as not being available for return.